Manufacturer narrative:
The insulin pump had a button error alarm and no button response due to corroded keypad traces. Unable to verify the battery out limit due to button/keypad anomaly. The device had moisture damage on the electronics. The device had a cracked display window corner, battery tube threads, reservoir tube lip, and a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and button error alarm. The blood glucose at the time of the incident was 370 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.